Manufacturer narrative:
The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV, seroma-late, gel bleed.

Event description:
Healthcare professional reported right side "alcl protocol, possible fluid, swelling in size, more painful", and "patients concern with the product". Healthcare professional later reported "rupture", "seroma", "silicone bleeding", "calcified", "capsular contracture baker grade IV", "cephalad displacement" and "old blood" found inside the implant. Pathology reported "no increase in the number of lymphocytes and they do not show any evidence of malignancy (anaplastic large cell lymphoma)". The device has been explanted and replaced.